Event description:
It was reported that a physician was attempting to use a turbohawk atk atherectomy device for treatment in the right superficial femoral artery (popliteal artery) of a patient with calcification, tortuosity and 80% stenosis. No abnormalities reported in relation to anatomy. The device was prepped as per IFU. It was reported that surgical angiography revealed calcification and short segment stenosis in the right superficial femoral artery, so the surgeon prepared to use turbohawk atk for rotation excision. No abnormalities were found when flushing the device. It entered the body, passed through the lesion, and returned to the proximal end, turned on the switch for rotation excision, but found that it could not be advanced, so the device was withdrawn and observed that the blade was damaged, so the surgeon replaced it with turbohawk plus for rotation excision and performed the operation normally. No patient injury reported for this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the thumbswitch was retracted fully and a visual inspection found that the cutter was missing from the end of the driveshaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis:one image was returned by the customer. The image shows the distal end of the device. Due to the quality of the image, it is unclear if the blade is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.